Event description:
It was reported that the patient experienced a severe hypoglycemic event while using the ilet, after which the patient discontinued pump use and later performed a factory reset with full supply change and mobile app pairing under guidance; the reported lowest blood glucose was 27 mg/dl, treated with oral carbohydrate (honey), and the infusion set was teflon with a dexcom g7 sensor. Symptoms included cold sweats, near-syncope with feeling about to pass out, and difficulty walking, consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no specific device component implicated and no findings available, with insufficient information to determine a medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.